Event description:
It was reported that, "during the tha, the trident 0 deg insert did not lock into the trident cup. Therefore, he implanted other insert instead of it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.